Event description:
It was reported that (2) al326 from ftv07 kit were used during a "evh" procedure. It was reported by the rep that he received a call from central supply that two different "evh" kits (al326) did not perform correctly. Both of the clip appliers broke. It is unknown how the case was completed and there was no consequence to the pt.